Manufacturer narrative:
As no patient data (files, x-ray and scopy) were available and as the leads have not been returned for analysis (abandoned inside the patient heart), it is impossible to conclusively confirm/identify the issues reported. However, as the leads are implanted since the end of 2012, the reported abnormal ventricular and atrial impedance values might be linked to a lead integrity issue (intermittent lead fracture or insulation failure). It should be noted that a field safety notice was issued on isoline leads in january 2013 related to internal insulation breach. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, noise in ra/rv was found, leading to pacing failure and inappropriate shock treatment. No signs in trend data, ra impedance was <200o, rv impedance was >3000o, (B)(6) 2025, reintervention was performed, ra/rv lead were left in body, new leads were implanted.